Manufacturer narrative:
Device evaluated by MFR: product analysis confirmed the reported partial deployment. Middle and inner shaft: the middle and inner shaft were stretched and separated from the retainer clip. The separated ends are consistent with tensile overload. Stent: there was 125mm of the stent left in the lumen. The distal 25mm of the stent was not returned for analysis. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulty occurred. The patient presented for treatment of a right iliac and sfa (superficial femoral artery) stenosis. Access was obtained at the left groin, and using a 6f non-bsc sheath was used to go up and over the bifurcation as access via a 260cm non-bsc stiff guidewire. The wire was advanced through both stenosed areas into the right sfa and popliteal vessel. The iliac stenosis was treated first with a successful balloon angioplasty. The second part of the treatment was then to deploy an eluvia 6mm x 150mm stent into the sfa. A 6mm x 150mm x 75cm eluvia was opened and prepped. The sfa was very heavily calcified and no pre dilation was performed prior to inserting the stent. The stent was advanced into the optimal position and then deployment started using the thumb wheel. The first few clicks of the thumb wheel felt normal to the physician, but after only a few millimeters of the stent deploying the thumb wheel seemed to stop working. The physician reports that the sound the thumb wheel was making sounded different at this point and despite several attempts the thumb wheel was no longer having an effect on the stent deployment. The physician tried to use the pull mechanism to deploy the stent but this also did not work and it felt as though the stent mechanism was jammed. With only a few millimeters of the stent deployed the physician decided to remove the entire system out of the patient. He managed to get it to the tip of the sheath and tried to advance the sheath forwards over the partially deployed stent in order to try and capture the deployed stent struts but this did not work. At this point after some efforts to withdraw the partially deployed stent and sds into the destination sheath the stent delivery system came out of the 6f destination sheath but the stent was left inside the groin puncture area. The assisting vascular surgical registrar performed a small groin cut down procedure and the stent was retrieved from just below the skin. The guidewire was still in the groin so the access sheath was upsized to 8f to help deal with the oozing now at the puncture/ cut down site and the 6f sheath was put back in over the wire. At this point an angioplasty was performed of the stenosed and occluded target segment of the sfa and then a second eluvia 6mm x 150mm x 75cm stent was opened and deployed through the same sheath with no issue. The physician feels the issue occurred due to the complex nature of the procedure and the high level of severe calcification in the sfa vessel being treated. He reports if predilation prior to the stent being placed had been performed it may have allowed for a smoother stent delivery and may have avoided the issues which occurred. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment difficulty occurred. The patient presented for treatment of a right iliac and sfa (superficial femoral artery) stenosis. Access was obtained at the left groin, and using a 6f non-bsc sheath was used to go up and over the bifurcation as access via a 260cm non-bsc stiff guidewire. The wire was advanced through both stenosed areas into the right sfa and popliteal vessel. The iliac stenosis was treated first with a successful balloon angioplasty. The second part of the treatment was then to deploy an eluvia 6mm x 150mm stent into the sfa. A 6mm x 150mm x 75cm eluvia was opened and prepped. The sfa was very heavily calcified and no pre dilation was performed prior to inserting the stent. The stent was advanced into the optimal position and then deployment started using the thumb wheel. The first few clicks of the thumb wheel felt normal to the physician, but after only a few millimeters of the stent deploying the thumb wheel seemed to stop working. The physician reports that the sound the thumb wheel was making sounded different at this point and despite several attempts the thumb wheel was no longer having an effect on the stent deployment. The physician tried to use the pull mechanism to deploy the stent but this also did not work and it felt as though the stent mechanism was jammed. With only a few millimeters of the stent deployed the physician decided to remove the entire system out of the patient. He managed to get it to the tip of the sheath and tried to advance the sheath forwards over the partially deployed stent in order to try and capture the deployed stent struts but this did not work. At this point after some efforts to withdraw the partially deployed stent and sds into the destination sheath the stent delivery system came out of the 6f destination sheath but the stent was left inside the groin puncture area. The assisting vascular surgical registrar performed a small groin cut down procedure and the stent was retrieved from just below the skin. The guidewire was still in the groin so the access sheath was upsized to 8f to help deal with the oozing now at the puncture/ cut down site and the 6f sheath was put back in over the wire. At this point an angioplasty was performed of the stenosed and occluded target segment of the sfa and then a second eluvia 6mm x 150mm x 75cm stent was opened and deployed through the same sheath with no issue. The physician feels the issue occurred due to the complex nature of the procedure and the high level of severe calcification in the sfa vessel being treated. He reports if predilation prior to the stent being placed had been performed it may have allowed for a smoother stent delivery and may have avoided the issues which occurred. No further patient complications were reported and the patient's status was stable.